Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively an irrigation and debridement right hip, patient came back for surgery and when the incision was opened, all the fascial suture were broken. Suture remnants removed and new utilized upon wound closure.